Event description:
It was reported that when using pyxis anesthesia es system, users encountered an error message when scanning medication in codonics, rather than the expected decrementing function. The customer indicated that this issue arose during the medication retrieval process, affecting both workflow and patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was concluded that the malfunction was caused by a failure in the operating system. A technical support specialist implemented several fixes and re-synchronized the station to avert any future issues. The system functioned as intended after the technical support specialist troubleshot the device. The contact information was kept blank due to no information was provided by the tsc.